Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Blood glucose level was 179 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.